Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that on (B)(6) 2020, the patient's infusion set's tubing had come away from cannula and the patient did not get any insulin. Further, the pump was alarming, so the patient's mother woke up and had to do a quick change over (cannula was removed), to get insulin delivered into her son straight. At the time of this event, his blood glucose level was 14.6 mmol/l. Moreover, there was no damage when the package was first opened, and this issue occurred with one set only. No further information available.